Manufacturer narrative:
Lot #, manufacture date and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe) procedure. About 5-7 minutes post procedure, the patient had a cardiac arrest. Chest compressions were performed for about 2-3 minutes. The patient recovered. Patient information is not available at this time. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: no further event information is available because the customer declined to provide additional details. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The service report carried out by the tbct service technician who verified upper and lower reservoir sensors, no issues found. Verified all pressures sensor and readings are within manufacturer's recommendations. Performed startup and post startup test, results pass. Performed full autotest, saline run performed, no unwarranted alarms or errors. The device was returned to service. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient cardiac arrest could not be determined. Possible causes include but are not limited to: an undisclosed medical condition. An unknown event that occurred to the patient that led to cardiac arrest.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe) procedure. About 5-7 minutes post procedure, the patient had a cardiac arrest. Chest compressions were performed for about 2-3 minutes. The patient recovered. After multiple follow-up attempts, no further patient or procedural information was provided by the customer. The tpe set is not available for return because it was discarded by the customer.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe) procedure. About 5-7 minutes post procedure, the patient had a cardiac arrest. Chest compressions were performed for about 2-3 minutes. The patient recovered. After multiple follow-up attempts, no further patient or procedural information was provided by the customer. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Lot #, manufacture date and expiry are not available at this time. Investigation is in process. A follow up report will be provided.